Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose was 31 mg/dl. The customer was not in vehicular accident. The customer was admitted to the hospital. Customer stated the perceived cause of the low blood glucose ws basal rates are high at 3:00 am. Customer was assisted in changing his basal rates per emergency room doctors instructions.